Manufacturer narrative:
(B)(4). The device has been received by baxter, and is currently being evaluated. When the evaluation is complete or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion alarm was confirmed and duplicated during product evaluation by baxter quality engineering. This condition was caused by the pump's door assembly having a broken latch. The door latch was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm, which occurred during patient infusion in the nursing department. According to the facility, this event interrupted delivery. The pump was delivering vancomycin when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.